Manufacturer narrative:
H3: the femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface secondary to contributions from patient-related conditions. However, this failure mode cannot be confirmed as the devices were not available for evaluation and the view on the provided radiograph was inconclusive. Inclusion of the implanted polyethylene in the packaging recall may also have been a contributing factor to the revision.

Manufacturer narrative:
D2b: prosthesis, knee, patello femorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2, (B)(6). 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t, (B)(6). 200-07-29 - advanced patella 29m 3 peg implant, (B)(6). 201-78-15 - holding pin mini sharp point 4 pk, (B)(6). 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack, (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 55 yo female patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 11 months post the initial procedure. The patient presented to the surgeon with pain. A loose femur and recalled poly were indicated. The patient was revised to a competitor¿s devices. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. A device image and an x-ray were provided. No patient history or comorbidities known. The device is not available for return, due to the recall, the hospital will not release it. No further information.